Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery but customer was able to resolve issue by changing the infusion set. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 400 mg/dl at the time of incident. Troubleshooting was not necessary since customer had already resolved issue and was only calling to report. No further information was given.